Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication while closing the esophagus. When the surgeon would toggle the needle from side to side, the needle disengaged into the patient cavity. To correct the issue, the needle was retrieved. This problem occurred with three devices. To complete the procedure, a fourth suturing device had to be used. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication while closing the esophagus. When the surgeon would toggle the needle from side to side, the needle disengaged into the patient cavity. To correct the issue, the needle was retrieved.this problem occurred with three devices. To complete the procedure, a fourth suturing device had to be used. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. No patient injury or extension in surgical time. Patient status is alive, no injury.